Event description:
The customer reported the system continued to produce fluoroscopy x-ray without command. It has not been disclosed whether or not there was pt involvement. However, there have been no reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was repaired by insulating the cable. The system was then found to be operating as intended.